Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit during a case shutdown and restarted automatically several times. The patient was being ventilated using the auxiliary common gas outlet, so the unit continued to supply air and oxygen even during the restart. There was no report of patient injury.